Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 400 mg/dl, which was treated with insulin. The most recent blood glucose reading was 210 mg/dl. The customer called to request assistance with programming the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.